Event description:
Ous MDR - after an implantation period of about 16 months, it was reported that the pt felt a shock near the left shoulder. The device was unable to be interrogated. Further it was reported that during the revision procedure, oversensing of the right ventricular lead was observed. Apart from the shock, no further adverse pt side effects have been reported. The ICD was explanted.